Event description:
Additional information was received: it was reported that the clinical team hadn't seen the patient again and the issue wasn't thought to be resolved. It was never confirmed if there was fluid in the system or not, but the patient would be seen again in a couple of months.

Manufacturer narrative:
Continuation of d10: product ID: 3389-28, lot# unknown, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3389-28, lot# unknown. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3389-28. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that per the healthcare provider, there was possible damage to leads during replacement and now the patient has high impedance and no control of symptoms. Additional information was received from the manufacturer representative (rep) reporting that after further discussions, to clarify, the patient¿s symptoms on one side are controlled as they are using a contact with normal impedance. On the other side, they are somewhat controlled but not as good as prior to surgery as they are using a contact with abnormal impedance. The clinical team have clarified to say that they are leaving it for a few weeks to see if the impedances go back to normal, due to possible fluid in the system and will make a plan at that time. There is no plan for additional actions or interventions at the moment. It was not confirmed if the leads were damaged during the replacement. The cause of the high impedance was not confirmed. There was no resolution of impedances and they won't know for a few weeks.